Event description:
It was reported that the pump battery was depleting quickly and was experiencing charging issues. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.